Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's exhalation valve fails. There was no harm or injury reported.